Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a clavicle fracture. The head part of the screw broke off when it was tightened at the end of the procedure. The shaft of the screw remained in the body. The surgery was completed successfully with no surgical delay. Normally, when inserting a screw, the surgeon tends to finish the procedure after tightening the screw to a certain degree, instead of final tightening, considering the possibility of performing a removal. The surgery this time was also performed with the procedure as usual. However, the screw broke off in this case. Patient is stable. This report is for one lwprof metaphys compres scr ø2.7 self-ta. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative. H4 device history: product code: : 04.118.514s, lot number : 9394323, release to warehouse date : 26.feb.2015, expiration date : 1.feb.2025, supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.